Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted hartmann's reversal procedure surgical procedure, site contacted intuitive technical support engineer (tse) to report the erbe external pedal was sticking post use. Tse confirmed that the pedal in question was the monopolar dual pedal and was primarily used for activating laparoscopy instruments. After the surgeon released the foot from the pedal the activation did not halt. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the erbe dual foot pedal kept firing even when the surgeon released their foot of the pedal. No unintended energy delivered at the unintended location. The surgeon removed the monopolar cable from the laparoscopic scissors, and the patient was not injured.